Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20910. It was reported that the patient presented during a late follow-up about a month after implantation. It was observed that the pacemaker and right ventricular lead were infected and the pacemaker capsule belt was damaged. The system was explanted, and the patient was in stable condition.